Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that 10 years ago he had a leak at his site. The customer does not know what caused the leak, and is alleging that it was due to a product defect. He is alleging that the cannula would not stay in his body. No adverse event reported. The lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.